Event description:
It was reported that a automated peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. On the same day as onset of the abdominal pain, the pt was hospitalized for the peritonitis. On an unreported date, the pt received unknown treatment for the peritonitis. At the time of this report, the pt remained hospitalized , the peritonitis was ongoing, and the pt¿s condition was improved. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).